Event description:
A 4 french amplatzer torqvue lp delivery catheter was advanced into the descending aorta. A 4/2 mm amplatzer piccolo occluder was inserted via the delivery catheter and advanced to the end of the catheter. The delivery catheter was pulled back into the ductus and the device was deployed. A transthoracic echocardiogram was performed to evaluate device position and possible left pulmonary artery or aortic arch obstruction. Following confirmation of device position, the device was released. The delivery system was removed. Follow-up echocardiograms demonstrated a small to moderate residual shunt around the device but without secondary arterial obstruction. The 4 french terumo catheter was inserted via the right femoral vein and advanced into the pulmonary artery. Multiple catheter manipulations were performed in an attempt to reposition the device. The terumo catheter was exchanged for the torqvue delivery catheter, which was advanced into the main pulmonary artery. Additional catheter manipulations were performed but follow-up echocardiography demonstrated a persistent small to moderate residual shunt. It was felt the device was not in proper position and at risk for future embolization and the decision was made to retrieve the device. A 7 mm amplatzer gooseneck snare was inserted via the catheter and advanced to the end of the catheter. After multiple attempts, the device was snared and successfully removed from the ductus and out of the heart. Unfortunately, the device became dislodged from the snare in the right femoral vein. Multiple manipulations were performed in efforts to retrieve the device; using the 7 mm amplatzer gooseneck snare, and a merit en snare catheter. The device was snared several times but upon attempts at removal, the device dislodged from the snare and recoiled into the vessel. It was felt the device was too adherent to the femoral vein to be successfully removed via a transcutaneous approach. The case was discussed with a cardiothoracic surgeon; it was felt surgical removal of the device would likely also result in femoral venous thrombosis. The right leg had good perfusion with no evidence of compromise and therefore it was felt leaving the device would be a safer option. The baby underwent pda ligation 2 days later.